Event description:
During a rotational atherectomy procedure, the tip of the wire fractured during dynaglide. The physician had ablated with a 1.75 burr and then went to a 1.5 burr. He then went back with the 1.75 burr. The tip of the wire fractured during dynaglide and remains in the pt. Pt status listed as "good".